Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced because there was a leak from the exhalation valve while using active pap circuits. The service quote was rejected by the customer, no repairs were performed, and the device was returned unrepaired.